Event description:
Related manufacturer report number: 2017865-2022-16419. It was reported that a patient presented to clinic for follow up after a vibration alert. Device interrogation revealed high pacing impedance, r-wave amplitude variation, and failure to capture on the right ventricular (rv) lead. X-ray was performed during repositioning, it was noted that the implantable cardioverter defibrillator (ICD) set screw was loose. The physician reconnected the rv lead in the header and tightened the set screw. There were no patient consequences.